Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched the facility to evaluate the iabp and was able to verify the alarm in the fault logs. The stm asked the customer to show him the test completed on the unit. The customer tested the unit without a catheter extender. The stm used two separate customer owned balloons and catheters extender without issues. The stm ran the unit without any exception using customer provided balloons and catheters. The stm then tested the unit using his own catheter and balloon, without exception. The iabp unit was calibrated and the unit passed all functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during service testing performed by the customer, the cs300 intra-aortic balloon pump (iabp) had an autofill failure. The customer was attempting to complete a function check early in the morning. No patient was involved and no adverse event was reported.